Event description:
It was reported the patient had a stimulator installed this week and for some reason it didn¿t seem to be working. The patient reportedly received assistance from her health care provider (hcp) and didn¿t need any further assistance. It was unknown what interventions were taken. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the manufacturing representative met with the patient and they determined the implantable neurostimulator (ins) was on, but it was at a very low setting and the patient could not feel stimulation. The patient had forgotten how to increase stimulation so they were reeducated on how to use the patient programmer. The manufacturing representative had contacted the patient on the day of this report and the patient's lower legs were swollen. The patient had been up walking more.